Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during onsite in-service training from the endoscopy support specialist (ess) for the ultrasonic bronchofibervideoscope, it was noted that the staff do not aspirate the balloon channel and have never brushed it properly. The issue was found during reprocessing. There was no report of patient involvement.

Event description:
No additional information received from customer.

Manufacturer narrative:
Updated: b5, h2, h3, h6, h11 this report is being supplemented to provide additional information based on the approved final investigation. Based on the results of the investigation, and since the device malfunction was confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.